Event description:
The user facility reported a guidewire fracture when performing hypogastric catheterization by femoral access. Follow up communication with the user facility reported the following information: (1) when changing the introducer, the guide became stuck in the junction joint; (2) after pulling strongly, the guidewire became frayed; (3) no part of the device was left inside the patient body; and (4) no harm to patient.

Manufacturer narrative:
(B)(4). Results - is based on evaluation of user facility information & the returned sample; based upon evaluation of undamaged sections of the returned sample. Conclusion - is based upon evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found the urethane layer had been sheared off the core wire full circumferentially on the segment from the distal end to approximately 164mm from the distal end, and on the segment from approximately 164 mm to 279 mm from the distal end, it had been sheared off semi-circularly, exposing the core wire. Magnifying inspection of the urethane layer separated from the core wire found that the shearing had occurred in the distal direction from the proximal. The shear cross-section was found to pose the smooth state. The total length of the actual sample was confirmed to be comparable to that a current product sample. The shear cross-section of the urethane layer was found to match the counterparts. These findings verify that there was no portion of the core wire or the urethane layer missing from the actual sample. The outside diameter was measured on the undamaged segment and met manufacturing specifications and being comparable to that of the current product sample. The actual sample was primed with saline solution sufficiently and underwent tactile evaluation for the state of the activated hydrophilic coating on the undamaged segment. No catch was perceived. The urethane layer was removed from the wire on the undamaged segment intentionally for the purpose of checking the state of adhesion of the urethane layer to the core wire. No anomalies were revealed. A reproductive test was performed on a current product sample. The guidewire was manipulated in combination with a metallic needle. The urethane layer became sheared with the share cross-section posing the smooth state. The damage was similar to that observed on the actual sample was duplicated. Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were not any indications of production-related problems or any nonconforming indications in the shipping inspection result. A review of the complaint files confirmed that this product /lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the investigation result, it is likely that the actual sample came into contact with a sharp and rigid object, including a cutting tool, in the longitudinal distal direction, resulting in the shearing of the urethane layer off the core wire. The sharp and rigid object used concurrently with the actual sample could include a metallic device such as a metallic needle. From the available information, however, the object cannot be identified. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).